Manufacturer narrative:
The patient samples were collected in serum sample tubes. Centrifugation information has not been supplied to date for this event. Qc and system check data have not been supplied to date. The patient sample was sent into customer product line support (cpls) for investigational testing. Cpls performed dilution testing on the samples and the results detected heterophile interference since the test was not linear. Service was not dispatched for this event. A definitive root cause for this event has not been determined to date. This report is related to the following mdrs that are being reported on different dates for the same patient that occurred at this customer site: 2122870-2011-04160, 2122870-2011-04161.

Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining an elevated thyroid stimulating hormone (tsh) result above the normal reference range generated by the unicel dxi 800 access immunoassay system. Repeat testing of the patient sample on an alternate instrument re-produced the elevated result. The erroneous results were reported out of the laboratory. Repeat testing of the patient sample on two separate alternate methodologies produced lower results within the normal reference range of those assays. It is unknown if any changes in patient treatment or affects to the patient occurred in connection to this event.